Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator only charged from 30 to 80 percent in one hour with excellent recharge quality. They also stated that the device increased in temperature at charging. They stated that they were concerned about the extended charging length when it was supposed to fully charge in an hour or less. No factors were reported to have contributed to the issue. The patient was going to try to charge again and time it and the patient stated they would contact the rep to set up and appointment to meet if they were still concerned. It was indicated that the issue was resolved at the time of the report. No further complications were reported/anticipated. On (B)(6) 2019, additional information received from a manufacturer representative (rep). It was reported that the patient was able to charge with ease now and he was not having any increased temperature sensations. No further complications were reported. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) clarifying that the patient reported that it was the pocket site that was getting warm originally, but the rep stated it was no longer an issue. No further complications were reported/anticipated.